Event description:
It was reported that two hours after the system was implanted, the patient experienced shortness of breath. A chest x-ray revealed pulmonary edema, the patient then collapsed in the bed and was unresponsive with a slow heart rate. An ECG revealed loss of ventricular output. The patient went into cardiopulmonary arrest and CPR was performed. The patient recovered consciousness with self ventilation and spoke, then experienced cardiac arrest again and CPR was performed again. The pulse generator exhibited intermittent loss of ventricular and atrial output and the pocket was re-opened. The connection between the headers and leads were checked to be secured and the leads were tested with a psa and revealed normal values. The device was explanted and replaced. The patient was stabilized and transferred to the ICU but deceased on (B)(6) 2014. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final and extensive testing found normal device characteristics.